Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported at the most recent clinic visit that the patient's device was found to be nonfunctioning and at their previous clinic visit they were found to have low battery. A battery life calculation was performed with the available data and assumptions were made for any gaps found if present. The result revealed 2.2 yrs remaining until eri = yes. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator was discarded.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information. D6b. If explanted, give date (mo/day/yr), corrected data: initial report inadvertently did not list the explant date. F10 adverse event problem, corrected data: initial report inadvertently did not code 'f1905'.